Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain the problems with firing the device and deploying staples. Did the device lock out and would not fire? Did the device begin to fire and then jam? Did the device cut, but staples were not deployed? Did the device staple, but did not cut? What was the shape of the staples (b-formation, irregular, legs straight)? How was the device removed from the patient? Response received: the device would not allow for use to push lever to activate cutting or stapling. Ended up using alternative device - tlc55. All available information has been provided.

Event description:
It was reported that during a small bowel resection/colorectal procedure, the customer had problems with firing the device and deploying staples. The customer also stated that the jaws of the device would not open once fired. There were no patient consequences reported and no further information is available at this time.

Manufacturer narrative:
(B)(4). Batch # n57812. The analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.